Event description:
The customer reported to philips healthcare that the plate cable was faulty on the heartstart mrx. There was no patient involvement.

Manufacturer narrative:
(B)(4).a follow up report will be submitted upon completion of the investigation.